Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform displacement test due to completely broken reservoir tube lip. Insulin pump had missing reservoir tube o ring.

Event description:
The customer reported via phone call that the plastic around the insulin pump broke. The customer's blood glucose level was 157 mg/dl at the time of the incident. The customer stated that while unscrewing the old reservoir a piece broke off. It was reported that the reservoir lip ring was able to lock in place when inserted into the insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.